Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead revision procedure, the right ventricular lead insulation was noted to be damaged. The lead was capped and replaced. The patient was in stable condition post procedure.